Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data. The data showed calibrations and quality control (qc) for calcium was in range at the time of the event. The cse aligned server 2 probes (reagent 3, reagent 4 and sample probe 2). The cse primed probes, ran sodium hydroxide clean on reagent probes 3 and 4. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse preformed reagent probe 4 and sample probe 2 alignments. The cse ran service methods and qc, resulting in range. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. It is unclear which repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.